Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed to power on during a patient incident. A second device was made available (delay unknown), and the patient was defibrillated. It was reported that there was no adverse patient outcome. The customer biomedical engineer found that the device was unable to power on ac or dc source. There were no further details on the event and/or the patient provided.